Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the cs 216 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/12/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings:expected occurrences of eaw-216 cgm warnings were observed in the black box data. The pump was paired with a test transmitter, calibrated, and then exercised for 24 hours, during which no eaw-216 cgm warnings were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence and bolus functions. The pump passed a radio frequency test. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.